Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The cause of the noise was due to electric magnetic interference (emi). No intervention has been performed. The patient was stable and will continue to be monitored.